Event description:
It was reported the patient presented to the electrophysiology lab in sinus rhythm. The patient was induced with general anesthesia and two sheaths were placed, one in the right femoral vein and the other in the left femoral vein. The existing pocket in the left pre-pectoral area was incised; the area was hyperemic but no frank puss was seen within the pocket. The pocket was debrided and pocket tissue was sent for culture. The right atrial lead was manually extracted and sent for culture. The right ventricular lead was difficult to remove as it was fixed within the innominate vein. The first laser sheath was passed over the right ventricular lead using fluoroscopy guidance while counter traction was applied. The sheath could not remove the lead when dense fibrosis was noted at the superior vena caval coil. Eventually, the lead was extracted when the physician decided to go with a second laser sheath along with extensive lasing. The patient tolerated the procedure and was hemodynamically stable following the extraction. Fluoroscopy did not show any evidence of pericardial effusion. The patient was liberated from general anesthesia, was extubated, and transported to the post-anesthesia care unit for recovery.

Manufacturer narrative:
A partial middle portion of lead was returned measuring 52.5 cm. The damage found was sustained during the surgical procedure.